Manufacturer narrative:
Other text: device evaluation: tamper seals are intact. Primary audible alarm post observed in the event history log. Power up and process and audio test. Unable to duplicate the primary audible alarm post at power up. Unable to determine the intermittent of the error. Audio test was performed which passed. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a system failure (audible alarm) was experienced during infusion. No patient injury was reported.